Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5067338; product family: scs-linear leads, upn: m365sc2317500 , model: sc-2317-50, serial: (B)(4), batch: 7072336.

Event description:
It was reported that the patient suffered a stroke due to an unknown reason. The patient underwent a spinal cords stimulation (scs) system explant procedure in order to undergo a magnetic resonance imaging (MRI). The patent is doing well post-operatively.